Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The patient had worked with her healthcare provider to determine what the issue was and tried to treat the pain. In (B)(6) 2015, it had been determined that the patient was intolerant to the intrathecal baclofen. When the dose was increased, the patient experienced more pain. The pump baclofen dose was then decreased to minimum rate, and the patient's pain went away. The pump currently contained saline and the patient had no pain. It was planned for the pump to be removed in (B)(6) 2015. It was noted that the situation was resolved and the patient was going to have an unrelated MRI (compatibility guidelines were requested).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative who indicated that the patient had opposite responses to the drug every time the pump dose was increased. As a result, the pump was going to be explanted due to the patient's paradoxical response to the medication being administered. It was unknown if any diagnostics/troubleshooting or actions/intervention were taken as a result of the event. The issue had been resolved and the patient's status at the time of this report was "alive -no injury." It was noted that the suspect mediation was gablofen intrathecal and had been taken out of the pump "months ago." The pump had just contained normal saline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had a patient with multiple sclerosis. As the physician had increased the intrathecal baclofen therapy, the patient developed increasing lower extremity (le) neuropathic like pain and increasing spasms. As the physician lowered the rate, the symptoms tend to lessen. It was noted that it had been a " 2 1/2 year ordeal." The patient had received gablofen and lioresal with the same effects. The dose ranged from 3mcg/day to 900mcg/day. Intervention or actions taken included: epidural steroid injection (esis), dye study, catheter replacement and oral baclofen. The patient was on 24mcg/day. The neuropathic pain essentially resolved but the patient was experiencing pruritus and uncontrolled tone. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).